Manufacturer narrative:
No parts have been returned.

Event description:
A site technician reported while setting up for a case, the site took a c-arm cable and plugged it into the aux 2 port. Upon plugging the cable in, they noticed a spark and some electrical smoke. They quickly unplugged the c-arm from the unit. No pt was present. Treon operated normally.